Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a patient required multiple epinephrine boluses due to a channel malfunction and battery failure on an alaris pump that delayed the initiation of an epinephrine infusion. Although requested, no additional patient or event information was provided. No product return is expected.